Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the trochanteric femoral nail advanced (tfna) fenestrated screw has collapsed after being locked. The surgery was completed successfully with no delay. The complaint was generated from the follow up visit. The surgeon noticed collapse after locking the device during the initial surgery. It is unknown if there was a surgical delay. It is unknown if the procedure was completed successfully. There were no patient consequences. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity: unknown). This complaint involves one (2) device. This is report 2 of 2 for (B)(4).